Event description:
Subsequent to the initial MDR, clarification was provided on 11/28/2025. On (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) displayed a reading of 140 mg/dl. Despite feeling unwell, the patient performed a manual blood glucose fingerstick (bgfs), which showed values ranging from 480 mg/dl to 540 mg/dl. The patient did not treat the hyperglycemia and went to sleep. Later that night, the patient¿s spouse observed the patient screaming during sleep and was unable to wake her. Emergency services were contacted, and the patient was transported to the hospital. Upon regaining consciousness, the patient reported being unaware of the details of her care, as she had been unconscious for approximately 48 hours and experienced hallucinations for 24 hours. When asked about blood glucose readings taken by paramedics, values recorded in the emergency room, and medications administered, the patient stated she could not provide this information due to unconsciousness and lack of communication from hospital staff. She also could not recall medications given after regaining consciousness. The patient confirmed that she was diagnosed with diabetic ketoacidosis (dka). The patient remained hospitalized for nearly one week and was discharged around (B)(6) 2025 (exact time unspecified). Prior to discharge, a manual blood glucose check was performed and reported as within normal range, though the patient could not recall the exact value. At the time of this report, the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s estimated glucose value (egv) was 140 mg/dl, two days after initiating sensor use on the abdomen. The patient reported feeling ill and checked her blood glucose fingerstick (bgfs), which showed values of 480 mg/dl and later 540 mg/dl. Despite these elevated readings, she went to sleep without treating the hyperglycemia. The patient reportedly uses the omnipod 5 (op5) system in a modified closed-loop configuration. During the night, her wife found her screaming in her sleep and unconscious. The patient regained consciousness two days later while already hospitalized. When asked about the blood glucose readings taken by paramedics and in the emergency room, as well as any medications administered, the patient stated she could not provide details due to being unconscious at the time and not being informed afterward. She also could not recall the medications given post-regaining consciousness. She was diagnosed with diabetic ketoacidosis (dka). The patient was discharged on (B)(6) 2025 (exact time unspecified). Prior to discharge, a manual blood glucose check was performed and found to be within normal range, although the patient could not recall the exact value. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.